Event description:
It was reported that the subject balloon catheter was used during a coil embolization procedure for cerebral aneurysms. The balloon was placed into the target site successfully; however, the balloon could not be fully inflated. The operator then replaced the guidewire and the balloon was inflated to place the coils. The balloon was not completely deflated when the physician tried to deflate the balloon during the procedure. The procedure was continued and completed with the same balloon catheter. Post procedure, the balloon could not be deflated completely even when the guidewire was removed from the catheter. No known patient consequences reported due to this event.

Event description:
It was reported that the subject balloon catheter was used during a coil embolization procedure for cerebral aneurysms. The balloon was placed into the target site successfully; however, the balloon could not be fully inflated. The operator then replaced the guidewire and the balloon was inflated to place the coils. The balloon was not completely deflated when the physician tried to deflate the balloon during the procedure. The procedure was continued and completed with the same balloon catheter. Post procedure, the balloon could not be deflated completely even when the guidewire was removed from the catheter. No known patient consequences reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The returned device was able to be inflated and deflated without any difficulty. Blood was noted within the balloon which indicated insufficient flush; this could have contributed to the reported event. This however cannot be conclusively determined. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors was assigned to the as reported issue balloon difficult to inflate and balloon difficult/unable to deflate inside patient.